Manufacturer narrative:
B3 event date: estimated based on aware date. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that dissection occurred. Information was obtained at the 33rd japanese society of cardiovascular intervention and therapeutics in 2025. It was reported that dissection occurred. Information was obtained at the 33rd japanese society of cardiovascular intervention and therapeutics in 2025. Cutting balloon is effective for preparation of calcified plaque. Recently a novel non-boston scientific (non-bsc) cutting balloon was available to use which has different characteristics compared to the wolverine which is already used. Lesions were treated with a drug-coated stent and one of two types of cutting balloon (wolverine or non-bsc) were retrospectively included. Minimal lumen area (mla), calcification angle/location measured by ivus before the procedure showed no significant differences among two types of balloon groups. There were no significant differences for minimal stent area (msa), stent symmetry index, acute cross-sectional area (csa) gain after the procedure among the two groups. The incidence of medial dissection after cutting balloon dilatation was similar between the two groups but tended to be more frequent in the non-bsc group. The delivery success rate was similar between the two groups but tended to be high in the non-bsc group.